Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the nc trek and mini trek rx, coronary dilatation catheters (cdc), global, instruction for use (IFU) specifies: prior to use, examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. The investigation was unable to determine a conclusive cause for the reported shaft detachment.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 3.75 x 20 mm nc trek balloon catheter was advanced to the lesion without resistance; however, under fluoroscopy, the balloon markers could not be seen. The device was removed and the balloon and distal shaft were not present. Fluoroscopy was performed from the access site through the heart and the separated portion of the catheter could not be found. All devices were removed from the anatomy and searched, and the area around the patient was searched and the separated portion still was not found. The physician is confident that the separated portion was not in the patient. There was no reported resistance removing the protective sheath and the stylet; however, they were already discarded and were not searched to see if the separated portion was on the stylet or in the protective sheath. Another nc trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.